Event description:
It was reported that four (4) homechoice automated pd set with cassettes were damaged resulting in leaks. This was observed during prime of peritoneal dialysis therapy. One (1) cassette had a slice in the patient line at the point where the line was pinched. Two (2) cassettes had pinholes in the patient lines (one was about a foot away from the connector and another was about two feet away from the connector). The fourth cassette had the tubing of the patient line partially pushed up around the connector. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of 2022, further described as "within the last two weeks". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.